Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2016. During the initial procedure the patient experienced lower leg ischemia and distal embolization of the posterior tibial artery. The physician tried to clear the clot and was unsuccessful; the physician elected to cut down the femoral artery and the patient underwent a thrombectomy. The patient was also treated for stenosis with balloon angioplasty and stent placement in the superficial femoral artery.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm lower right ischemia, distal embolization, and surgical thrombectomy of the posterior tibial artery. The clinical assessment was based one clinical documentation only, no medical records and no patient images were available. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation was unable to determine potential contributing factors due to the limited information available.